Manufacturer narrative:
Device received with frozen display and time clock anomaly due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display device window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels and stated that the time programming on the insulin pump was ahead by one hour. The customer reported that there was discrepancy between the basal and bolus and daily totals. The customer stated that she had high blood glucose since tuesday last week. The customer stated that the she had a stress test on her heart and had a digital image taken of her heart. The customer's high blood glucose level was 19.4 mmol/l. The customer stated that she had changed infusion set several times but still has high blood glucose. The customer reported that the infusion set was slightly bent. It was reported that on daily totals (B)(6), basal was 21.60 u/ hr at 72% and bolus is 8.50 units at 28 %. It was reported on (B)(6), the basal was 21.70 at 71 % and bolus 8.90 units at 29 %. The customer reported that there is a discrepancy on (B)(6) 2018. The customer reported that the basal is set for 22.05 u/hr and bolus history for (B)(6) is 7.23 units and for (B)(6) is 6.2. Troubleshooting was performed. The insulin pump passed the high pressure test. The customer was advised that the insulin pump will be replaced. Product is not expected to return for analysis.